Manufacturer narrative:
The customer disconnected the call. Despite three follow-up attempts, the customer could not be reached. Therefore, the device is not expected to be returned for evaluation. A device history record was reviewed for the suspected contour® plus meter with serial#: (B)(6) and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® plus meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Sku#: 7703 of the contour® plus meter is only available in mexico; therefore, the UDI# is not applicable. Contour® plus meter is similar to the contour® next meter available in us market. Therefore, product code nbw and most recent 510 (k)#: k160430 associated with the contour® next meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour® plus meter. There was no allegation of an adverse event. The customer discontinued the call. Therefore, the device could not be requested back for evaluation and a replacement meter could not be offered.